Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected two opened/used reservoirs and performed manual prime and high pressure test per specifications. Both reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Inspected 3 sealed reservoirs and performed manual prime and high pressure test per specifications. All 3 reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Event description:
It was reported tha the customer's insulin pump had moisture under the display. It was stated that the device was used for medicine named octreotide. The caller stated that in three occasions the medicine was leaking from the reservoir. No further info was provided.